Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot is partially tightened down. The suture is in three pieces. The actuator is in the pre-t2 position. The depth straw is deformed from use. Bio debris is present. A functional evaluation was performed on the returned device and found the device will not cycle as intended. The actuator moved to the end of the needle but stuck there. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include a possible failure of the actuator push assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix 360 could not be deployed. The t1 implant was successfully removed with pliers. The procedure was completed without surgical delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).